Manufacturer narrative:
Correction: PMA/510(k) #.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated pocket revision, premature battery depletion was observed. The device was explanted and replaced. The patient was stable.